Manufacturer narrative:
Additional information: h3, h6 and h10. H10: the actual device was not available; however, a drawing (the arterial patient connector was marked as the involved component). The visual inspection and functional testing of the samples received did not identify any defects. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported approximately one hour into treatment with a cartridge sn blood line, it was observed that the circuit was filled with air. This was further described as "the arterial luer lock on the connection with the catheter lets air through the circuit". Treatment was discontinued, the patient was put on another brand of monitor and the dialysis went smoothly after that. There was no patient injury or medical intervention associated with this event. No additional information is available.